Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device was closed on tissue and would not fire or release. It was not known how the device was removed, but it was reported that there was no problem to the patient. The case was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: was the device on tissue when it would not release and if so how was the device removed? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? During which stroke did the event occur? What color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? Was the device eventually removed from the tissue manually or excised? Response from the sales rep: I am not receiving any additional information from this contact. I have tried twice.